Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd 305540 syringe allergy 1ml w/ndl 27x1/2 had leakage. Verbatim: complaint via email. Email(s) attached. We received a customer complaint on 20may26 for 1/2cc, 27g x 1/2, bd syringe (item# bd5540, lot# 5191020), the customer reported leaking and misprinted mls on the syringes. The customer has returned the reported product to xxxxx. Please provide a pre-paid shipping label for return of the product to you. Can you please initiate an investigation and forward your findings to me. We have assigned complaint number (B)(4) to this complaint. Please reference this complaint number in all future correspondence regarding this complaint. Customer responded on (B)(6) 2026: when was this defect observed? During or before use? Leaking was observed during the use of the syringes and the misalignment of the print was observed before use. If possible, could you please provide picture samples for investigation? Please see attached for misalignment. The customer did not provide photographs of the leakage. We kindly request that you provide 3 to 5 samples to help us proceed with our investigation. Please provide a pre-paid shipping label. Sample has been arrived.